Manufacturer narrative:
The pump was received with a blank non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the displacement test due to display anomaly. The pump was also received with minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump had a scratch on display. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis.